Event description:
Reportable based on analysis completed on 09-nov-2018. It was reported that during a ablation procedure involving a intellanav oi catheter there was temp too high warning followed by being unable to find catheter. All connections checked, maestro turned off and on and cable replaced did not change connection problem. Catheter exchanged for a further intellanav oi, which worked. No patient complications were reported. However, analysis revealed tear of the catheter shaft. Visual inspection shows distal end is bent at a 90 degree angle, approximately 35mm from the end of the distal tip. Also at that location, the main body tubing is torn open approximately 180 degree around the perimeter exposing signal wires, lumen and center support sheath. Luer fitting is cracked. Dried saline found on the distal end and inside the irrigation ports. X-ray found the center support and both steering wires were bent at a 90 degree angle. Several broken electrical wires were also found. The magnetic sensor was dissected. Resistance through the sensor was open. A broken sensor wire was found at the solder joint to the twisted wire pair.